Event description:
Ous MDR - after an implantation time of about 5 months, this lead dislodged and was explanted. No deterioration of the patient's state of health was reported. The date of explant was not provided and it is unclear if the event date is the day of the dislodgement or the date they explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.